Manufacturer narrative:
H10. H3, h6: the device, used in treatment, was returned for evaluation. A visual inspection reported defects to the outer casing. The functional evaluation confirmed that the device was unable to operate on mains power or re-charge the battery, establishing a relationship with the event reported. The root cause was identified as a defective component on the main circuit board. A review of manufacturing records for the reported lot/batch, found no non-conformances or anomalies during production. The device/product met all specifications upon release into distribution. Complaint history for the reported event has been reviewed, revealing further instances. Our medical assessment: ¿per e-mail communication the patient was not anyway compromised and the consultant reviewed the patient and advised a standard dressing until replacement renasys was delivered the following day.¿ since no patient injuries are being reported no further clinical/medical assessment is warranted at this time. The risk management file reviewed contains delayed wound healing as failure effects as a result of treatment stopping before therapy completion, although no reported harm occurred. A review of the instruction for use, details adequate guidance on steps taken to charge the device. No further actions are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
It was reported that the pump could not be powered on because it was not possible to charge it. An alternative dressing was applied and replacement pump commenced on (B)(6) 2020. There was no patient harm.